Manufacturer narrative:
This supplemental emdr is being sent to provide the correct product identifier and expiration date for the flat mesh device used.

Event description:
As reported on 03/03/2017: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient was diagnosed with dysfunctional uterine bleeding, uteromegaly/pelvic mass, stress urinary incontinence and menorrhagia. The patient underwent a total abdominal hysterectomy and burch procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcomes associated to the use of the device. Addendum based on additional information provided by patients attorney which included the medical operative report and general patient outcome allegations: ni/ni/2017: the patient was seen by a healthcare provided and hospitalized due to rectocele and cystocele. Patient alleges bodily injuries resulted from the implant of the bard/davol flat mesh product immediately after the implant: ¿im still urinating without warning. I can no longer be active because of the pull part.¿ patient alleges currently seeing, or has seen a doctor or healthcare provider for ¿urinating uncontrollably and pulling from walking.¿ alleged patient suffered adhesions, chronic constipation, chronic diarrhea, cystocele, diverticulitis, dyspareunia, enterocele, htn, rectocele, obesity, pelvic tumors/fibroids, recurrent uti¿s, pulling in vagina and bladder, urinary retention, urinary incontinence, uterine prolapse and vaginal vault prolapse after implant of the bard/davol flat mesh.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included the medical operative report and general patient outcome allegations which include additional medical treatment, alleged disability, and recurrent uti's. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the information provided it is unknown whether the bard/davol bard flat mesh device may have caused or contributed to the reported event. A manufacturing review was performed and found no anomalies. With the information available at this time no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the first page of the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no anomalies. With the current information available at this time no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with dysfunctional uterine bleeding, uteromegaly/pelvic mass, stress urinary incontinence and menorrhagia. The patient underwent a total abdominal hysterectomy and burch procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcomes associated to the use of the device.